Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three photographs of the device. The first photo depicts a close-up of the distal end of the device with gouges in the end of the cannula. The second photo depicts a close-up of the distal end of the device with gouges in the end of the cannula from a different angle. The third photo depicts a close-up of the distal end of the device with gouges in the end of the cannula from a different angle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken spring grip may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intestinal occlusion laparoscopic procedure, the cannula nose broke or was deformed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intestinal occlusion laparoscopic procedure, the cannula nose broke or was deformed. There was no patient injury.